Event description:
Dr. (B)(6) reported that a silent nite appliance has broken. Reportedly the anchor on the right side popped out and can't get it to pop in. The patient received the device on (B)(6) 2026 and experienced the breakage on (B)(6) 2026. The patient has good oral hygiene. No injury was reported.

Manufacturer narrative:
The reported device has not been returned for analysis. Should the device be returned, an investigation will be performed. At the conclusion of our investigation a supplemental report will be submitted. Manufacturer reference: (B)(4).